Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed episodes of atrial lead noise consistent with an external source. The patient was asymptomatic. No changes were made.